Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy, chronic low back pain, and spinal pain via a healthcare professional of a clinical study. It was reported that one lead was implanted wrong (backwards towards the wrong side). It was also reported that only one program worked for the patient because one lead was improperly implanted. The clinical site indicated there was no documentation of a lead being implanted backwards. Additional information was received from a healthcare professional of the clinical study. A device diagnosis of the leads implanted improperly was reported with a clinical diagnosis of left lower extremity stimulation. On (B)(6) 2016, the patient met with a manufacturer representative and complained of not being able to feel the stimulation in the left leg. Upon review, the representative found that much of the lead coverage was to the right with some midline coverage. Reprogramming was attempted to cover more of the left leg as the patient was feeling mostly the right leg coverage. The pain was in the patient's left leg. Imaging was also performed on (B)(6) 2016 that specified a misplaced lead. On (B)(6) 2017, the manufacturer representative met with the patient in continuation of this issue. The representative summarized in her visit documentation that the lead was placed to the right of her spinous process covering the t9-t11 dermatomes to address the left leg pain which was opposite of the trial lead placement that provided good left leg coverage. The trial leads were placed over t9-t11 to the left of her spinous process so the reps had never been able to provide the left leg coverage. The patient had seen three doctors who recommended the lead revision. The patient had not had the lead revision to date. The event was ongoing. The event was unlikely related to the device or therapy and specifically related to the surgery/anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional reporting that the issue was unresolved at time of study exit/death /study closure. No further complications were reported.

Manufacturer narrative:
Please note, additional information received indicated that the previous date reported for date received by manufacturer was incorrect. The earliest date the manufacturer received information that an adverse event or medical device malfunction had occurred was (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the manufacturer representative met with the patient on (B)(6) 2017 and (B)(6) 2017, not (B)(6) 2016, that date was incorrect. The cause of the improper lead placement was not determined. The patient's baseline weight was provided.